Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the tamper seal missing and a damaged lens. During analysis, the customer's complaint regarding "failed volume accuracy test" was confirmed. The unit was found to be pumping 4%. Service will trim the expulsor to bring it into nominal. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.